Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black residue and particles in the device. The device was returned to the manufacturer's product investigation laboratory for further investigation. External findings: dust/ dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device internal findings: slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. No errors were logged. Section b5 has been corrected and should be reported as: the manufacturer received information alleging black residue and particles in the device related to a CPAP device's sound abatement foam section h6 updated in this report.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.